Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ delamination: not observed in the device. ¿ anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Patient reported "detachment of the inner/outer membrane of the implant" and exchange due to concern with textured product for an unknown side. Device has been explanted and replaced.

Manufacturer narrative:
Corrected data: a.2, b.2, d.2, d.4, d.6a, d.6b, g.4.

Event description:
Patient reported "detachment of the inner/outer membrane of the implant" and exchange due to concern with textured product for an unknown side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Event description:
Physician confirms rupture of the device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: delamination and implant exchange due to concern with textured product.

Event description:
Patient reported "detachment of the inner/outer membrane of the implant" and exchange due to concern with textured product for an unknown side. Device remains implanted.